Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates the lead was attempted due to a combination of multiple lead placements and high pacing thresholds which caused the physician to ask for new leads. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that the lead was attempted due to a combination of multiple lead placements and high pacing thresholds which caused the physician to ask for new leads. Also, this lead was disposed of by the hospital.

Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.